Event description:
A facility reported that during use of the cusa excel 23khz laparoscopic tip elt (c4604elt), the alarm rang during handpiece testing. The alarm message requested to change the handpiece; the medical staff changed the handpiece, but the alarm rang again. They changed the generator and the alarm rang again. They then changed the unit; there was no alarm, and the cusa system functioned as expected. There was no consequence for the patient during surgery; however, there was increase of surgery time of 30-40 minutes. The adult patient is doing well.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa excel 23khz laparoscopic tip (c4604elt) was returned for evaluation: failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The returned tip was tested twice, and it passed with full amplitude and no errors both times. The error could have been caused by a wide variety of possible factors, however without having been present at the time it occurred, without any other visual indications such as damage present, and without being able to recreate the issue, it is not possible to determine the root cause with certainty. Root cause - the complaint is unconfirmed from the investigation. The most probable root cause is generally use error. The cusa excel user guide includes a description of possible alarms (errors), guidelines on how to resolve an alarm, and general troubleshooting procedures. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.